Event description:
It was reported that during a superdimension case, the physician was beyond the registration phase of the procedure and the image on the screen had lines through them and they appeared very grainy. The physician chose to cancel the procedure at this point. There was no harm or injury to the pt reported.

Manufacturer narrative:
Results & conclusions - this case is still under investigation pending add'l info from the site. The system hardware was checked during an on-site visit on (B) (6)-2009 and all the hardware of the system functioned appropriately. The procedure is typically performed under local anesthesia. However, based on the images provided by the system, the procedure was discontinued, by the physician, with the pt under general anesthesia. In an abundance of caution, this event is being reported due to the add'l potential risk associated with multiple exposures to general anesthesia. There was no injury to the pt reported.

Manufacturer narrative:
In addition to the site visit and hardware testing previously reported, files from the system were retrieved from the system and analyzed. The analysis of the data found no anomaly. There have been no other complaints for this system and there have been no other MDR reportable events from this site.